Event description:
It was reported that the right atrial lead was suspected to have malfunctioned. The lead was explanted and replaced. No patient symptoms or additional information was reported.

Event description:
New information reported stated that during a follow up on 01/05/15 the right atrial lead exhibited noise which lead to the explant procedure on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Surface abrasion noted at 7.3 cm from connector pin. (Figure 3) external insulation abrasion breaching the outer insulation at 13.1-13.4 cm from connector pin. Final analysis found a surface abrasion at 7.3 cm from the connector pin. An external insulation abrasion which breached the outer insulation at 13.1 cm to 13.4 cm from the connector. The abrasion was consistent with exposure to constant friction against another implantable device. This damage likely contributed to the reported noise.